Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. The issue occurred without affecting the load process and had not been reported previously with the same pump serial number. Technical support personnel instructed the caller to remove the cartridge and administer a 9-unit bolus, which completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.